Event description:
It was reported that a patient underwent a c-section correction surgery procedure on (B)(6) 2026, and suture was used. The bleeding site needed to be ligated during the surgery. Routine examination was performed before the surgery. It was found that individual suture was broken. The use was immediately stopped, and a new one was used. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2026. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did this issue contribute to any patient adverse event? ¿ can you identify the lot number of the product involved? Received information as following. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.